Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of specification with respect to constant downstream occlusion alarms, which were not. Downstream occlusion alarms were confirmed through a review of the event history log. The downstream sensor current reading was out of specification with a fluid filled set loaded. The downstream pressure plate gap was also found out of specification. The device was calibrated to ensure proper occlusion detection.

Event description:
During review of the event history log it was determined that there was a repeating pattern of downstream occlusion alarms which suggests that the device was falsely alarming for downstream occlusions. The occurrences suggest a device malfunction.